Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone m directional atherectomy catheter with a 6 mm spider filter wire to treat a 170 mm severely calcified lesion with 95% stenosis in the mid right common iliac artery. The vessel had little tortuosity and a 5 mm diameter. The device was prepped as per the IFU with no issues identified and the lesion was not pre or post dilated. Severe resistance was encountered during removal of the hawkone from the patient and the spider wire wrapped around the hawkone. When the hawk was pulled back during withdrawal from the patient, the spider wire wrapped and coiled tightly enough that the physician could not pull the device back through the sheath. The physician pulled the device hard and the tip of the hawkone detached from the catheter at the hinge pin. A cut down was performed at the access site and the spider wire was pulled using the cone of the filter to push the detached tip back through the iliac and over the aorta and out at the cut down site. Once the detached tip was removed from the body the physician used angiography to determine that there was no injury to the vessels as a result of the detachment. The physician reported that he believes that the basket of the spider was still on the tip of the device but could not accurately recall. The artery and groin were then sutured.